Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report bleeding at sensor insertion site on (B)(6) 2015. The sensor was inserted at the arm on (B)(6) 2015. Patient's mother stated sensor insertion site is doctor recommended. Patient's mother stated that bleeding was at sensor insertion site and lasted for 2 minutes. Patient's mother applied a band aid. Additionally, patient's mother reported that physician advised mother to use IV 3000, a protective skin barrier, prior to sensor insertion. It was further mentioned that physician advised patient's mother to use an adhesive tape around the affected area and not to pinch up as much skin upon sensor insertion. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.